Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose readings at the time of the hospitalization were 538 mg/dl. Customer reported symptoms of feeling weak prior to the hospitalization and was treated with insulin drips. Customer stated that her blood glucose readings were over 600 mg/dl at night and she attempted to treat with her insulin pump and then with a flex pen. Nothing brought the blood glucose levels down and her family then called 911. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Small air bubbles and a no delivery alarm were noted. It was also noted that the bolus history did not match the daily totals. High pressure test was performed and passed. Customer is not concerned and does not think the issue is with the insulin pump. Customer also mentioned a battery out limit. Customer's current blood glucose reading is 231 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.